Manufacturer narrative:
Explant due to structural valve deterioration was reported. The investigation found that there was circumferential fibrous pannus ingrowth on the inflow surface, with narrowing of inflow diameter. Leaflet 3 was torn. No acute inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On (B)(6) 2023, the patient presented with an increase of pressure gradient which was confirmed on echocardiography. The valve had structural valve deterioration (svd). The valve was explanted and replaced with a 23mm non-abbott valve on the same day. On the explanted valve, there was an inclination of the valve cusps that was observed. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.